Manufacturer narrative:
The event was medically confirmed by the nurse. On an unreported date, the patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) followed by ciprofloxacin tablets (dose, route, frequency, and duration not reported) for peritonitis. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was reported the patient was on the way to the hospital; however, it was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal and extraneal therapies were not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.